Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 55 mg/dl, which was addressed by consuming carbohydrates and glucose tablets. Customer could not confirm exact value but stated that bg could have gone lower than 55 mg/dl. Reportedly, low bg was due to customer sleeping in past the end of the scheduled sleep mode setting and as a result, received a normal scheduled bolus while still sleeping. In addition, upon waking up, customer went for a walk, resulting in bg lowering. Tandem technical support advised customer to consult their healthcare provider regarding future low bgs.